Event description:
Consumer complaint of low blood glucose results. Results in memory indicated a result of 68 mg/dl on 06/28 at 8:48p. Caller states his glucose is normally 120 mg/dl - 130 mg/dl in the morning. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).